Event description:
It was reported that this patient has received multiple inappropriate shocks for supraventricular tachycardia. These shocks have successfully converted this patient's rhythm. No changes have been made to the system. No adverse events.